Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. (B)(6).

Event description:
It was reported that the patient was asymptomatic. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Premature depletion was not confirmed by analysis. However, an abnormal transient battery voltage drop was detected. The alert was due to a transient drop in the battery voltage that is consistent with battery depletion associated with lithium clusters. However, since the monthly battery voltage trend and the overall expected longevity of the device was normal, premature battery depletion could not be confirmed.